Manufacturer narrative:
Findings: unit function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. Pump was received with cracked case on the bottom right side at display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer did not mention any symptoms of high blood glucose levels. The customer treated their blood glucose levels with manual injections. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer stated that they no longer feel comfortable with their insulin pump and decided to send the product back for analysis.